Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, the customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose.